Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and battery inside the compartment exploded. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case and corroded battery tube.